Manufacturer narrative:
On 28th dec 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection was performed and no anomalies were observed. In-house testing showed chemical degradation on certain channels, indicative of oxidation of the glucose sensing component in the sensor hydrogel. This finding was consistent with observations made in the sensor's in-vivo data. The affected channels were subsequently de-weighted by the system at the time frame of the reported issue. Optical instability was also observed in the remaining channels, which most likely contributed to the sg/bg discrepancies observed. However, this instability could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab.the root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.an RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.